Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code recurs.